Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, printed-circuit board failure and no image were noted. In addition, bad locking mechanism, top cover/front panel, and chassis feet wear &tear were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, printed-circuit board failure and no image was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board/patient board set could not be identified. Olympus will continue to monitor field performance for this device.